Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2012 while the pt was in the hospital following a pump exchange that took place on (B)(6) 2013. Support was withdrawn.

Manufacturer narrative:
Approximate age of device - 45 days. A full evaluation of pump could not be conducted as the device was not available to be returned to the manufacturer for analysis. Based on the information available, no conclusion could be drawn as to the root cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump exchange was previously reported under MFR. Report# 2916596-2013-01590. This pump will not be returned to the MFR for evaluation as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information: the follow-up information provided by the vad coordinator indicated that, following the pump exchange approximately 1½ month earlier, the patient experienced multi-system organ failure. The pump was reportedly functioning as intended but the patient never recovered and support was subsequently withdrawn. The pump was not available to be returned as it was not explanted when the patient expired on (B)(6) 2013.